Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event identified during the evaluation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. Internal/external inspection was performed which revealed infestation. The evaluation was terminated due to the infestation, and the cause of the reported issue was not determined. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.